Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that two of the patient's leads had migrated and another had fractured. The issue was confirmed via x-ray. As a result, the patient underwent surgical intervention to address the issue. During the procedure, the physician accidentally pulled out a lead. In the end, the patient's four leads were explanted and two were replaced. Effective therapy was established post-operatively. It is unknown which issue belongs to which lead.